Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the catheter wall was found to be broken prior to use. According to the report, the catheter was never implanted and was replaced. There was no injury to the patient.

Manufacturer narrative:
Approximately 82 cm of the peritoneal catheter was returned. The returned catheter was patent. However, the device did not meet requ irements for leak testing. A tear was observed approximately 9 cm from the proximal end. It is unknown how or when the damage occurred. The catheter also met all of the requirements for the tensile strength and ultimate elongation tests. The instructions for use (IFU) that accompany the device caution that ¿low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears.¿ a review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.